Event description:
It was reported that the instrument fractured during use causing surgery time to be extended 30-60 minutes.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the retaining rod fractured by ductile overload due to torsion applied to the rod. An overload fracture can occur if the mechanical loads applied to the rod exceed the strength of the material. No material deviations in the retaining rod were found during this investigation. It was unknown if the fracture was initiated in a prior surgery. It was also concluded that the set screw driver failed due to disassembly during use. The dowel pin and spring, which held the driver assembly together, were not returned. Therefore, no analysis on the dowel pin was possible to determine the cause for the pin to have disassociated from the driver assembly. No material deviations were found in the parts that were returned (universal swivel shaft & universal set screw driver socket) during this investigation.